Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related (diseased vessels). This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 82-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The impella cp was unable to be inserted due to stenosis in the iliac artery. A stent was placed, and reinsertion was attempted without success. After extra-corporeal membrane oxygenation was introduced, the impella cp was successfully implanted.